Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and loss of capture with no asystole. The lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.